Event description:
The facility reported that the 25 gauge probe would not fit in the cannula. The probe was changed out to complete the procedure. There was no patient injury. No additional information is expected.

Manufacturer narrative:
The probe sample has been received; investigation, including root cause analysis is in progress.